Manufacturer narrative:
This report is submitted on may 29, 2019. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.